Manufacturer narrative:
As reported, the used/damaged airseal 5mm access port was discarded at the user facility after the surgery and will not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. This device is a vendor item and the certificate of conformance indicated that the product from this lot #290-13-be met final inspection and product release acceptance criteria. This lot was manufactured on 29-oct-2013. Of the lot containing (B)(4) units there were no other similar complaints received. A 2-year review of complaint history for this device showed there was no other similar complaints received. During this same 2-year time frame, over (B)(4) units were sold worldwide making the occurrence rate for this reported failure mode (B)(4). This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. This reported problem was obvious to the user and prompted the use of an alternate device. There have been no serious injuries or death related to the reported breakage. No further action is planned at this time. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: · failure to properly follow the instructions for use can lead to serious surgical consequences. · only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. · these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Device was discarded at user facility.

Manufacturer narrative:
As reported, the used/damaged airseal 8mm access port is not expected for evaluation, as it was already discarded at the user facility after the surgery. To date, the investigation remains in progress and a supplemental and final report will be filed upon the completion of the complaint investigation. Device was discarded at user facility.

Event description:
On 22-jul-2016, conmed corporation received a user voluntary medwatch report #mw5063139 forwarded by the FDA with a cover letter dated 11-jul-2016. Listed below is the event description as stated on the user medwatch report: "during laparoscopic xi robotic assisted procedure silicone/plastic polymer valve to reducer of 8mm (8mm x100mm) access port broke into three pieces. Two pieces retrieved, one piece, 5mm in size not retrieved or found". No other additional patient/event information provided on the report. Follow-up with the user facility representative confirmed that the procedure was successfully completed with no further complications or patient injury. To date, there has been no additional information received from the involved surgeon regarding the patient's latest condition or any indication that a long term adverse effect has occurred.